Manufacturer narrative:
A hyperglycemic event leading to diabetic ketoacidosis and hospitalization was reported by the user¿s mother. Multiple attempts to obtain additional information regarding device use, insulin delivery, contributing factors, in-hospital treatment, and discharge status were unsuccessful, and no device malfunction has been identified based on the limited information available. A follow-up MDR will be submitted if additional details or a device evaluation become available.

Event description:
On (B)(6) 2025 the user¿s mother reported that on (B)(6) 2025 the user experienced hyperglycemia with a bg of 626 mg/dl. No information regarding user actions prior to hospital evaluation was available despite follow-up attempts. The user was hospitalized for diabetic ketoacidosis and was expected to be discharged the following day, but no further clinical details or discharge confirmation were provided despite follow-up attempts.